Event description:
Two stereotactic biopsy probes malfunctioned during case. First probe made a loud grinding noise with error flag for defective probe. Md had to exert a lot of pressure on the probe to enter the guide. Md then used a second probe of the same lot number. The second probe appeared to not line up correctly and seemed to be tilted up. Third probe from a different lot number obtained and the biopsy was completed successfully. No patient harm.